Manufacturer narrative:
The philips field service technician evaluated and repaired the ventilator by replacing the blower as it locked up which caused an issue with the voltage. The principal electrical engineer from philips reviewed the downloaded error logs and noted that there were codes for the 5v supply. The defective blower was sent to philips for evaluation by the technician and has not yet been received in carlsbad for further failure investigation. If the defective part is received for further evaluation another follow up report will be submitted.

Event description:
The customer reported that the ventilator shut down and did not alarm while in patient use. Patient death reported.